Event description:
Patient was diagnosed with pe in 2007. A greenfield ivc filter was placed on the same day. The evening of two days later, pt experienced sob and cp. Chest CT showed that ivc filter was tipped at an angle that would allow embolic material to pass. Patient experienced acute cardiogenic shock and respiratory distress that required intubation and pressor support. Patient required repeat surgery to place a new tulip filter.